Manufacturer narrative:
This report is submitted on may 15, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device was explanted as the recipient reportedly experienced non-auditory percepts. In-situ tests showed atypical measurements on multiple electrodes. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.